Event description:
The hcp reported that the catheter had a break, tear, or hole in it. The device was explanted and returned to the manufacturer for analysis. A followup report will be sent when additional information is received.